Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest(age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty CPR adaptor. The CPR adaptor failed to recognize that electrode pads were connected and was unable to deliver the shock. A intermittent connection issue was found internally (pin 5) of the adapter. The CPR adaptor was scrapped. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including, bench handling, defib cycling and defib functional testing without duplicating the report. An internal inspection did not find any discrepancies. The defib receptacle and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. The clinical event data and the CPR adaptor were not returned as part of this investigation. No trend is associated with reports of this type.